Manufacturer narrative:
Serial number requested but not yet provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file analysis revealed a no external power alarm on (B)(4) 2020 due to a loss of external power while connected to the mpu.

Event description:
It was reported reported that there was no issue with the mpu and the device had functioned as intended. Additional information regarding the event, including device serial number, was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The submitted log file contained approximately 1 day of data (09sep2020 ¿ 10sep2020 per the timestamp). The log file captured low voltage hazard and no external power alarms on 09sep2020 from 08:54:37 to 08:54:56 due to a loss of external power while connected to the mobile power unit (mpu). The alarm resolved once the system controller¿s white power cable was connected to a 14v battery. The system controller backup battery supported the system during the loss of external power without any issues. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information (including the serial number of the mpu, if the mpu has a v-lock connector on the ac power cord, if it is known if the power cord became loose at the wall outlet or from the back of the unit, and if there were any environmental circumstances that would have affected ac power); however, the information was not provided. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.